Event description:
In 2003, a gore excluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. The diameter of the patient's aneurismal sac decreased to 4.0 cm and then increased to 6.8 cm without any indication of an endoleak. In 2008, the previously implanted devices were re-lined with two gore excluder aaa endoprosthesis contralateral leg components. It was reported that patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Endotension. Please note: attached list of additional devices implanted and involved in this event: lot #021401508. Aneurysm growth in the absence of endoleaks has been defined as endotension in the literature. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis. The device used in this particular case was the original gore excluder bifurcated endoprosthesis.